Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors or handling of the device. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, 3.3 inspection of the endoscope ¿inspect the eyepiece section and appearance of the control section for excessive scratching, deformation, loose parts, or other irregularities visually and with touching. " if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found dent on distal end. Due dent water tightness is lost. Due to a pinhole on connecting tube, water tightness is lost. Due to deformation of control unit, water tightness is lost. Device evaluation confirmed the reported issue of "tip air leak" (air/water leakage from the distal end). Furthermore, evaluation found a shaved forceps stopper mouthpiece . This condition was attributed due to physical stress, defects, damage on forceps channel due to stress. Additionally, the following defects/findings were identified during device inspection: adhesive on a-rubber has a chip (insertion section adhesive). Due to wear of angle wire, bending angle in up direction does not meet the standard value. Image guide (ig) bundle observed with significant breakages. Scratch observed on up/dow plate, grip, connecting tube, forceps elevator (fe) lever, control unit, diopter ring, eyepiece, scope cover (sc cover) , a-rubber (insertion section). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "tip air leak" (air/water leakage from the distal end). No harm was reported. No patient harm, no user injury reported. Device evaluation found the device forceps stopper mouthpiece was shaved. This report is being submitted due to the finding of forceps stopper mouthpiece was shaved (physical stress, defects of forceps channel) identified during device return evaluation.